Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 448 mg/dl due to infection at site. Customer reported that infection was the size of a tennis ball and was swollen, red, with pus. Customer was advised on how to clean infected site. Customer also reported that buttons were not responding and had a difficult time priming insulin pump. Customer declined troubleshooting.